Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 500mg/dl. The customer experienced vomiting and dehydration. Initially, the customer reported receiving no delivery alarms during bolus. Troubleshooting was performed. The customer stated that the alarms were reoccurring. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.